Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced infection at the ipg site. Patient was treated with oral antibiotics. Surgical intervention was undertaken wherein the ipg was explanted. Reportedly, infection was resolved.